Event description:
It was reported the device cut, but did not staple during a sigmoid procedure. Staples have been delivered, but not in conforming shape. Re-dissection, manual anastomosis and the surgeon used the same device with another cartridge without any difficulty to complete the case.